Manufacturer narrative:
A ge representative evaluated the system and replaced the snubber board. System operates as intended. (B) (4).

Event description:
The customer reported a cracking noise then screen went black during a case. No patient injury was reported.